Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that almost 8 months after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed. Moreover, the patient presented bone type iii and immediate load procedure was performed.